Event description:
It was reported that the unspecified quantity of em2400 valve sets were leaking from ports 1, 2 and 4. Leaks were observed at port 1 and 2 as the ports are not used by this facility. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch report mw5112512 for this event. Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.